Manufacturer narrative:
This report is being amended to reflect changes. No devices or photos were received; therefore the condition of the components is unknown. Device history records were reviewed and no deviations or anomalies were found. These devices are used for treatment. Surgical notes were not provided. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the available information, the need for corrective action is not indicated. A definitive root cause cannot be determined with the information provided.

Manufacturer narrative:
Information was received from a consumer who is not required to complete form 3500a. (B)(4). Other device used: catalog #00595004701, nexgen mis precoat stemmed tibial plate, lot #61298645. This report will be amended when our investigation is complete.

Event description:
It is reported that the patient was revised due to pain.